Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported when product was plugged in, the unit was glowing red inside and sparking.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The customer reported that product as not working, when plugged in the unit was glowing red inside and sparking the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the rf board. The reported failure mode will be monitored for future reoccurrence. Mfg date: 08/18/2015. (B)(4).

Event description:
It was reported when product was plugged in, the unit was glowing red inside and sparking.